Manufacturer narrative:
The cadd-solis vip pump was returned to the manufacturer in good physical condition. It was found in the event log that there were upstream occlusion alarms. However, during functional analysis, they were unable to repeat the customer's reported problem. Visually inspected the pump's event history logs showed multiple "upstream occlusion" alarm messages. The "constant upstream occlusion" issue was caused by a faulty upstream sensor. The upstream occlusion sensor will be replaced.

Manufacturer narrative:
Date received by manufacturer? This date should be the date of the previous follow-up report.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a constant upstream occlusion. No adverse effects were reported.